Manufacturer narrative:
(B) (4). Evaluation results: patient's condition affected effectiveness of device (small, atrophied, tortuous, and calcified vessels), unapproved use of device (treatment of a thoraco-abdominal aneurysm and use of laser post stent graft implant), caused by another device (laser). Conclusion: device failure/lack of effectiveness related to patient condition (small, atrophied, tortuous, and calcified vessels), user error contributed to event (treatment of a thoraco-abdominal aneurysm and use of laser post stent graft implant), another device caused failure (laser). (B) (4) (required intervention).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoraco-abdominal aneurysm. The access vessels were extremely atrophied, tortuous, and calcified and measured 6-9 mm in diameter. Due to vessel morphology, a 10 mm conduit was sewn directly to the abdominal aorta followed by implant of the talent stent grafts for the hybrid thoraco-abdominal aneurysm repair. There was no coverage of the visceral vessels. It was reported that the initial plan before the procedure was to fenestrate the deployed stent grafts in order to perfuse the sma and celiac arteries. Even though there was no coverage of the vessels, a laser was used to burn the celiac artery to allow better perfusion and create a "better outcome"; however, there was significant bleeding, which was successfully repaired and controlled quickly. The remainder of the fenestration procedure was aborted. None of the grafts were occluding the vessels at the end of the case. No additional clinical sequelae were reported and the patient is fine.